Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device would not blow up. The device was used in patient. There was no patient injury or hazard. There was no unanticipated tissue or blood loss. There was no unanticipated extension for incision by more than one inch. No device fragment fell or was left in the patient cavity.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the trocar balloon would not inflate properly. All other components were in proper working condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.